Event description:
A hosp in another country reported to our distributor that the y-piece connector of an rt204 adult breathing circuit was missing the pressure port. No pt consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in another country. The product is not sold in the USA but it is similar to a product which is sold in the USA. The y-piece connector of the rt204 breathing circuit was visually examined for the missing pressure port. Results: an incorrect y-piece connector, one without a pressure port, has been packed with this breathing circuit kit. A lot check revealed 1 other complaint of this nature for this lot number. Conclusion: operator error has resulted in an incorrect component having been packed into the breathing circuit kit. This is most likely due to a fault in the line clearance process. A CAPA was implemented, and new standard operating procedures (sops) put in place, to assist the operators on the production line correctly pack breathing circuits. A specific pack card detailing all components required must be displayed at the packing station. Each completed circuit pack is then weighed, to ensure that every component is accounted for. The pack card is changed as part of the line clearance procedure. The effectiveness of the improvements implemented are being monitored to determine if further improvements are necessary. Our monitoring and trending of missing/wrong components in breathing circuit kits has a rate of occurence worldwide for the last year of 0.02%.